Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and choroidal detachment as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
An adverse event was received on march 16, 2026, from (B)(6) hospital, (B)(6), following surgery involving an ahmed fp7 valve, batch: g1225, sn: (B)(6). (B)(6)., female. On (B)(6) 2026, she underwent surgery, which proceeded without complications. Approximately one week postoperatively, clinical hypotony was observed.